Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tamper seals were intact and no external damage noted. A review of the event history log was unable to confirm the reported event. A functional test of the device was unable to replicate the reported event. No issues were found with the device displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached. The reported issue could not be confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that that the patient was claiming the pump goes into alarm for no apparent reason. The pump malfunctions, does not recognize cassette and beeps continuously. There was no patient injury reported.